Event description:
The pt's mother reported that on (B)(6) 2014 her daughter was hospitalized with blood glucose reading of 437 mg/dl and ketones were at 45. The pod was removed and discarded. They placed her on an intravenous therapy. She stayed overnight and was released from the hospital the next day.

Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.